Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device component code is related to device problem code for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a procedure performed 19 years ago. According to the complainant, during procedure, the needle detached from the suture and it was too small to be removed from inside the patient. Reportedly, there have been "no repercussions to date". All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.